Manufacturer narrative:
1 of 2 devices were returned for evaluation. 1 device will not be returned for evaluation. Evaluation of the one returned device found excessive wear due to a lack of proper maintenance. There was evidence of friction in this device and debris build-up. This device did not heat up during evaluation. The device was repaired and returned to the customer.

Event description:
This report summarizes <noe> 2 </noe> malfunction events. This report summarizes two malfunction events where midwest tradition plus handpieces overheated. In both events patients were burned, but no intervention was required to treat the minor burns.